Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was replaced and the console was restarted without resolution. The balloon catheter was replaced, which resolved the issue. When the mapping catheter entered the pulmonary vein there was significant interference. The mapping catheter was replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 2ach20 product type: mapping catheter product event summary: the afapro28 arctic front advance pro catheter with lot 23611 and data files were returned and analyzed. One patient file(s) received and recorded on the reported date of the event. Patient file showed 14 applications were performed using a catheter identified as afapro28/23611-001. Patient file showed system notice 50012 (the refrigerant delivery path is obstructed) during the transition phase at application #1,2,3,4 & 5. Console output data (pressure, preset pressure, and flow) showed unexpected flow profile (flow fluctuation) during transition phase at application #6,7 & 14. Console output data (pressure, preset pressure, and flow) showed temperature profile is unexpected (temperature spike) during transition at application #6,7 & 14. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 14 applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 øc). The inflation, ablation, and thawing phases were completed. No console system notices were generated. During the inflation, the guidewire lumen bent inside the balloon segment. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments were performed. During inspection of the balloon segment, vacuum interference causing air gap between balloons was observed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the catheter failed the returned product inspection due to a kinked/twisted guide wire lumen and vacuum inference between two balloons causing air gap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.